Event description:
Pt was admitted to the hosp for removal of bilateral rupture dsilicone breast implants, bilateral capsulectomies and irrigation and debridement of right breast infection with placement of 15 french blake drain in each breast. Pt had drainage coming from the right breast and three days of systemic symptoms when she saw her physician prior to surgery.